Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
The rv lead had high impedance in the superior vena cava (svc) coil. The rv lead kept breaking during attempt at laser lead extraction.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned and analyzed. The analyst indicated that the exposed superior vena cava defibrillation coil was fractured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance in the rv coil. The lead was partially removed and a new lead was implanted. No patient complications have been reported as a result of this event.